Event description:
The protack instrument from autosuture should never be used in closing hernia defect in and about the diaphragm. The use of the tacks on the diaphragm can result in episodic cardiac injury leading to cardiac tamponade and premature demise of a patient. This injury can be challenging to find and confound attempts to alleviate progressive decline of a patient's condition. This injury can occur months or years after they are placed. A surgeon's recommendation is to prohibit the future use of the protack autosuture instrument in repairing diaphragmatic hiatal hernias.